Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the physiological saline passed thorough the air/water channel of the subject device. Siflo coccus, citrobacter freundii. It was reported that the product had a positive reaction two weeks ago as well. The device had been reprocessed with an olympus automated endoscope reprocessor model oer4 / oer-3. There was no report of infection associated with this report. The event date was unknown.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the internal tube of the subject device from the distal end of the instrument channel to the suction connector. No abnormality such as the kinks, dirt or foreign objects adhering was found. There was also no significant dirt, foreign objects adhering or damage around the instrument channel port or the cylinder. There was no deviation in the reprocess procedure of the facility. The relationship between the device and the reported event could not be identified. The exact cause of the reported event could not be conclusively determined.